Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Upon review of the photograph, it was determined that the device in the photo was not a baxter product. Therefore, a baxter access set is no longer a suspect product for this reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the event occurred on an unspecified date in november 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of unspecified access sets were found broken just below the distal filter. This issue was identified when the sets were taken out of the packaging. There was no patient involvement. No additional information is available.